Event description:
It was reported that the asymptomatic patient presented to clinic for a routine check. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention was performed. No patient symptoms reported.